Event description:
Follow up information received reported that the manufacturer's representative met with the patient at which time the adaptive stimulation feature was turned on. The patient stated that they did have spasms but did not think that it had anything to do with the ins device as they had experienced spasms in the past. The patient was reported to be getting good pain relief with the ins device and had not notified the manufacturer's representative regarding any further issues.

Event description:
It was reported that after implant the patient had major spasms that were "almost like seizures." The spasms started in the patient's back and went down her legs and made it hard to walk. The patient was taking medication to help with the spasms and wanted the implantable neurostimulator (ins) reprogrammed to have adaptive stimulation.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).